Event description:
Biomed was alerted that a sterrad sterilizer in the sterile processing department failed a load and gave an error message of "pressure check fail". The manufacturer was called, and a service engineer was deployed to remedy the issue. The device was out of service for the weekend leading to delays in sterilizing equipment.